Manufacturer narrative:
(B)(4).

Event description:
It was reported pt symptoms returned or overall loss of therapeutic efficacy. It was indicated this had been in the last 6 months. Pt's husband thought maybe it was because the pump will need replacement in the next 6 months. Pt's husband stated the telemetry strip indicated eri was 4 months. It was later reported pt's husband indicated pump had an elective replacement indicator (eri) of 2 months and that hcp was taking out more medication than they should. Pt was in pain. Pt's husband indicated pt needed to have pump replaced and that she has had four since 1996. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.